Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot and part number were not provided. The reported patient effect of death is listed in the mini trek rx coronary dilatation catheter instructions for use (IFU) as a known patient effect. Based on the information reported through the research article, a definitive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Dates estimated. The UDI is unknown due to the part/lot number was not provided. The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article title: post-market clinical follow-up evaluation report coronary dilatation catheters. The additional patient effects and malfunctions and devices reported in the article are captured under separate medwatch reports.

Event description:
(B)(6): mini trek rx. Title: post-market clinical follow-up evaluation report coronary dilatation catheters. It was reported that the post market clinical follow-up evaluation was performed to collect and evaluate clinical data in real-world clinical settings to confirm safety and performance on the use of the following dilatation catheters: trek rx, mini trek rx, traveler rx, nc trek rx and nc traveler rx. The procedures were performed between january 2018 through june 2019. For the mini trek rx dilatation catheter, the adverse patient effects include death. Details are listed in the article, titled post-market clinical follow-up evaluation report coronary dilatation catheters.